Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the insertion flexible tube compressed (short in length), the distal body cracked, the ccd drive pcb corroded, the electrical pin connector corroded, the bending rubber leak, the air/water channel leak, the junction case leak, the objective lens scratched, the air/water nozzle dirty, the distal body dirty, the junction case loose, the lg prong top loose, and the air/water channel accessory; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.